Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that elective replacement indicator (eri) was seen (B)(6) and end of service (eos) was seen the week prior to this report. Programmed settings were reviewed and the calculated estimate was 3 months. Settings were noted to be: program 1, 2.3 volts, 450 pulse width, 70 hertz, 474 ohms, 2+ 0- 4- 6-; program 2, 2.3 volts, 450 pulse width, 70 hertz, 658 ohms, 8+ 15-; program 3, 6.3 volts, 450 pulse width, 70 hertz, 179 ohms, 5+ 6+ 15+ 13- 14-. All impedances ranged from 530-736 ohms at 0.7 volts and 524-727 ohms at 3.0 volts. There was no indication that the short circuit was used in programming. It was reviewed that eri seemed appropriate for the settings provided. There was an allegation/dissatisfaction with longevity. It was noted that the patient's last battery lasted 14 months. It was then noted that the patient fell in early (B)(6) 2015. He was then reprogrammed by a rep on program 3 to 6.3 volts and they lowered the other 2 programs to try to compensate for the higher voltage on program 3. Future programming was reviewed for if the patient decided to stay with a primary device. No medical symptoms were reported but the fall was reported. The location of the symptoms was the neck and was stated to be sudden. Additional information received from the patient in response to follow-up reported that the battery was tested and was not operating. Nothing had been done to address the event and the patient was getting very angry and frustrated with the long delay and severe pain. Relevant medical history included spinal pain.

Manufacturer narrative:
Should've been inserted in previous report as the low impedance value was provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported the device was explanted and returned.

Manufacturer narrative:
The device was evaluated and found no significant anomalies with the report that the device had reached normal end of service and the telemetry and output tested to be normal.

Event description:
Additional information received from the patient reported that the battery was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.